Manufacturer narrative:
Product UDI information has not been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use of the pump, a no disposable, pump will not run alarm went off. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that all labels were still intact, and no physical damage was found on the device upon receipt. Error code for repeated power on and off was found in the device event history log. The reported customer issue could not be confirmed during the investigation. Root cause for the reported event is unknown and could not be determined as the reported issue was not confirmed however, it could possibly be associated with a defective downstream sensor or cassette product. Preventively, the downstream occlusion sensor was replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.